Event description:
This premature male infant, born at (B)(6) weeks, had a left cephalic PICC line placed without incident on (B)(6) 2020. On (B)(6) 2020 the line was found to be occluded and resistance was met during an attempt to flush the line. When the dressing was removed for further evaluation, a crack was identified at the proximal end of the catheter. The PICC line was successfully removed in its entirety. There was no adverse outcome to the infant. FDA safety report ID #: (B)(4).